Manufacturer narrative:
(B)(4).

Event description:
It was reported that the noise was observed on the right ventricular channel during a follow-up. The lead was capped and replaced. The patient was stable.